Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 6x120x130 innova¿ stent was selected for a procedure in the right proximal superficial femoral artery (sfa). During the deployment of the device, the back end of the stent foreshortened by 25 mm and they missed the target lesion. A different stent was used to cover the remaining target lesion. There were no patient complications and the patient's status was reported as fine.